Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The device was found to be out of specification in relation to the reported symptom, which was reproduced. System error 322 alarms were confirmed and were determined to be caused by a failed lower link switch. System error 322 will occur when the pump transition from the door open state to the door closed/set loaded state and the lower link switch does not activate. The lower auxiliary assembly was replaced.

Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt involvement.